Manufacturer narrative:
The device was not returned for analysis. Based on the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the reported event include the patient's recent infection, the progressive nature of his cardiac disease and its' related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient, procedural, and pharmacological factors that may have contributed to this event. Per the instructions for use (IFU): the system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Sepsis is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient was readmitted from clinic on (B)(6) 2015 for positive blood cultures (corynebacterium). Patient was reportedly asymptomatic. Intravenous (IV) daptomycin was continued as inpatient. Transesophageal echocardiography (tee) performed on (B)(6) 2015 showed possible vegetation on the tricuspid valve. The patient was subsequently taken to the operating room (or) on (B)(6) 2015 for implantable cardioverter defibrillator (ICD) and pacer wire explant and angiovac. The patient had a drop in hemoglobin on (B)(6) 2015. Computed tomography (CT) scan revealed a left retroperitoneal (rp) bleed. Transfusion was not required, but patient was monitored. The patient was fitted for a life vest and was discharged home on (B)(6) 2015 with instructions to continue IV antibiotic therapy. There was no plan for ICD placement at the time.  It was last reported that the patient underwent cardiac transplantation on (B)(6) 2016. No further information was provided.